Manufacturer narrative:
Investigation summary: bd received four photographs for investigation. The photographs show drawn tubes and undrawn tubes with bubbles in the gel at the base. Additionally, 100 retained samples were visually inspected, and no gel air bubbles were found. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. Complaints for sample quality were not under statistical control for the month of november 2025; therefore, factors that may contribute to gel air bubble were evaluated through a clinical study to verify the design of the device met it¿s intended use. There were no difficulties encountered during blood collection and all tubes exhibited proper fill. Bd was unable to duplicate the customer¿s indicated failure mode, gel air bubble, via clinical investigation because the defect was not evident in the testing of the complaint lot samples. All visual observations of both retention and control samples demonstrated clinically acceptable performance. This complaint has been confirmed for the indicated failure mode gel air bubbles based on customer provided photos. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that, before and during the use of bd vacutainer® sst¿ ii advance blood collection tubes, air bubbles were observed in the gel of 10 devices. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that, before and during the use of bd vacutainer® sst¿ ii advance blood collection tubes, air bubbles were observed in the gel of 10 devices. No adverse impact was reported regarding the patient or user.